Event description:
Severe eye pain and dryness following lasik surgery. Forced to go on disability from software engineering job. No longer able to use screens (tv, phone, computer) or withstand bright lighting. Eyes also hypersensitive to wind and other stimulus like onions, chilies, pool water etc. Confocal showed 40% reduced nerve density.